Event description:
After an implantation period of approx. 106 months, it was reported that the device shows the eos status.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eos battery status, detected on (B)(6), 2021. The device was implanted for approximately 105 months and 37 charging cycles were recorded in the devices memory. The memory content of the ICD was inspected, revealing a normal current consumption of this device. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. Next, the ICD was subjected to an electrical analysis. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. The shock was delivered, but the specified energy level was not reached. In order to obtain further insights, the ICD was opened, and the inner assembly was inspected. The visual inspection showed no anomalies. The overall current consumption of the electronic module was verified by direct measurement and proved to be normal and as expected. There was no indication of a malfunction of the electronic module. Next, the battery was sent to the manufacturer for a thorough analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. The microcalorimetry analysis showed no anomalies. At a next step, the battery was opened for destructive analysis and the inner assembly was inspected. The analysis identified a short circuit, which led to an increased internal self-depletion and, as a result, to the clinical observation. In conclusion, the device was implanted for about 105 months. The electronic module proved to be fully functional. The analysis revealed an increased internal self-depletion within the battery that contributed to the clinical observation.